Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips, "the battery can not work." There was no reported patient involvement.